Event description:
The healthcare professional (hcp) reported that the patient woke from a nap with a pain in her left leg. After this the patient's stimulation had changed from low back and bilateral legs to ribs and shoulder blades. The patient denied falling. Reprogramming was attempted and unsuccessful. An x-ray confirmed that the leads had moved up from t7 to the bottom of t5. The leads were pulled. A retrial was unnecessary since the patient experienced significant relief prior to change. The issue was resolved at the time of report. The patient's status at the time of report was alive with no injury. No surgical intervention occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.